Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion area was located in the forearm shunt. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use in a shunt percutaneous transluminal angioplasty (pta). During the procedure, it was noted that the balloon ruptured at 10atm. Subsequently, the balloon was simply pulled out from the patient's body without problem. However, it was further reported that all of the device components were completely and simply removed. The procedure was completed with another of the same device. No patient complications were reported and the patient was good post procedure.